Event description:
It was reported through a service report that the cot did not lock in the up and extended position when removing from ambulance. There was a patient involvement; however, no adverse consequences were reported.